Event description:
Customer reported that the insulin pump experienced a sudden shutdown. The customer also mentioned frequent battery changes and trouble with the rewind process. Condensation was noted behind the display screen. Blood glucose reading was unknown at the time of the call. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).